Event description:
It was reported that an occlusion alarm occurred intermittently. Customer experienced a high blood glucose (bg) level reading of "high" (specific value was not provided) and trace to moderate ketones. Reportedly, the customer was using fiasp insulin within their pump supplies. Customer administered a manual injection to address bg, performed a supply change, and continued to use the pump for insulin therapy. Tandem technical support educated the customer regarding off-label insulin.

Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.